Event description:
Caller reported temperature alarms 10 and 11, which did not adversely impact the customer's blood glucose level. The issue was not related to exposure to extreme temperatures or the pump being charged, and the customer was unable to clear the alarm and resume insulin. Customer reverted to an alternate method of insulin therapy.